Event description:
Device 1 of 3 reference MFR. Report: 1627487-2014-03657 and 1627487/2014-03658. Information provided by the patient's attorney, indicated the patient alleges the following issues: the patient states she experiences uncomfortable heating at her scs ipg pocket site while charging. The patient also states the device is "flipping". The patient received a replacement charging system to no avail. Surgical intervention may be pending. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on (B)(6) 2014, and the patient's scs system has not been evaluated by an sjm presentative to verify and/or troubleshoot any of the reported issues. On august 1, 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.